Event description:
It was reported that during a device changeout, the right ventricular lead was explanted and replaced due to high capture thresholds. No patient symptoms were reported. No additional information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.